Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. It is unknown if the device was in use at the time of the reported problem. Good faith efforts (gfes) are being completed to clarify the device use at the time of the event and, if in use, if there was any harm to the patient/user. The customer observed the touchscreen issue and reported the bad input. The device was removed from service and moved to the customer warehouse. On 15nov2024, the field service engineer (fse) evaluated the device and was able to duplicate the reported issue. The fse was unable to change any of the values of the device using the touchscreen and was unable to successfully calibrate the touchscreen. The fse replaced the user interface (ui) assembly to resolve the issue.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification on the device use at time of event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.